Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Due to the occlusion issue, the customer's blood glucose level reached 526 mg/dl, indicating a significant rise. To address the high blood glucose level, the customer administered a correction bolus using the pump. Reportedly, the customer continued to use the pump for insulin therapy.